Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter device due to recurring incontinence. A leak found in the tubing to connect the balloon and pump caused the device to malfunction. The original device was replaced with a new device. A patient condition of stable was reported.

Manufacturer narrative:
Additional information received that the control pump was not functioning and the patient realized that the device was not working how it should. When the physician was explanting the device it was found that the tubing between the prb and the pump came apart causing a leak and the fluid isnde the system leaked out of the device. The patient was brought in for revision surgery and the entire aus device was replaced. System components pump: model: 72400098, lot sn: (B)(6), mfg date: 05/22/2012, exp date: 05/18/2017, gtin: (B)(4). Balloon: model: 72400024 lot sn: (B)(6), mfg date: 02/06/2012, exp date: 01/19/2017, gtin: (B)(4).

Manufacturer narrative:
Fluid loss was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The ams800 control pump was visually inspected. No leak was found. The pump was not functionally tested due to the pressure regulating balloon leak. Fluid loss was reported. The ams800 pressure regulating balloon was visually inspected. There was a leak in the balloon tubing krt at the tubing strain relief junction due to fatigue and avulsion. The balloon was not functionally tested due to the tubing leak. There are no ncprs associated with the product return for this specific complaint. The product record review revealed no additional information related to the complaint. A review of the ams 800 hazard analysis ((B)(6)) was completed. "Device has a fluid leak" is included as a hazard, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. A labeling review was performed and according to the IFU, ams 800 male_us ((B)(6)), there is no evidence that the device was used or handled improperly. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for (B)(6) found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. System components: pump, model- 72400098, lot sn- (B)(6), mfg date- 05/22/2012, exp date- 05/18/2017, gtin- (B)(4); balloon, model- 72400024, lot sn- (B)(6), mfg date- 02/06/2012, exp date- 01/19/2017, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter device due to recurring incontinence. A leak found in the tubing to connect the balloon and pump caused the device to malfunction. The original device was replaced with a new device. A patient condition of stable was reported.

Manufacturer narrative:
System components: pump: model- 72400098, lot sn- (B)(4), mfg date- 05/22/2012, exp date- 05/18/2017, gtin- (B)(4). Balloon: model- 72400024, lot sn- (B)(4), mfg date- 02/06/2012, exp date- 01/19/2017, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter device due to recurring incontinence. A leak found in the tubing to connect the balloon and pump caused the device to malfunction. The original device was replaced with a new device. A patient condition of stable was reported.